Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ sharps collector was missing its lid. The following information was provided by the initial reporter: "customer received delivery of this item and there were no lids with the containers- the case was unopened and not damaged when it delivered".

Manufacturer narrative:
H6: investigation summary no photo or sample was received with the customer's complaint of missing lids. Without further information like a physical sample, the complaint cannot be verified and the root cause remains unknown. A DHR review process was performed and no issues like missing lids were reported. Also, a review of ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same lot number (1161913) throughout the last twelve months. H3 other text : see h10.

Event description:
It was reported that the bd¿ sharps collector was missing its lid. The following information was provided by the initial reporter: "customer received delivery of this item and there were no lids with the containers- the case was unopened and not damaged when it delivered".

Event description:
It was reported that the bd¿ sharps collector was missing its lid. The following information was provided by the initial reporter: "customer received delivery of this item and there were no lids with the containers- the case was unopened and not damaged when it delivered".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.